Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient experienced two episodes of fast ventricular tachycardia which was treated appropriately with anti tachycardia therapy (atp) and shock therapy. The rhythm began to accelerate prior to atp therapy and then accelerated again after atp was delivered. The rhythm accelerated into the vf zone and shock therapy was delivered which reverted the patient back to sinus rhythm. No changes were made to the device. No adverse patient effects were reported. Subsequently the device was explanted and returned for analysis.